Event description:
It was reported that the atrial lead had exhibited noise for four months. The physician elected to explant and replace the lead during a device change out procedure. The patient tolerated well without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.